Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt experienced a neurological event. The pt event history was submitted to the manufacturer's technical service group for review to see if there was a possibility of something passing through the pump and no unusual events or pump parameters were noted. The vad coordinator stated that they did not know if device therapy was a factor in the event or not. She also stated that the pt's condition was improving.

Manufacturer narrative:
A correlation between the lvad and the reported neurological event could not be conclusively determined. The event log from the system controller, that was in use at the time of the event, was submitted for review and it did not contain any adverse events. Based on the log file, the system appeared to be operating as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.